Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib pacing testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed messages consistent with the device not detecting a valid patient impedance. A number of factors that can cause these types of messages include that the ECG lead is not connected to patient; the "p" lead on the pacing pads is not coupled to the patient's skin; or an issue with the ECG cable. The multi-function cable used at the time of the reported event was not returned for evaluation. The clinical file was not available for review as part of this investigation. No trend associated with reports of this nature.